Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and that the insulin pump has a damaged battery cap. Troubleshooting found that the customer has tried to remove the cap but it doesn't come off. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to monitor their high blood glucose and call back if further assistance is needed. Customer declined high blood glucose troubleshooting as their high was from stress. No further details given.